Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <nhl>.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced impaired healing at the incision site and it was discovered by the physician that the implantable pulse generator (ipg) had eroded through the skin. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The patient was stable postoperatively. The explanted ipg will not be returned as it was retained by the medical facility.

Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <nhl>. The device was not returned for analysis as it was retained by the medical facility. As such, physical analysis was unable to be performed. However, it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed the implanted device components may wear through the skin which can lead to the need for additional surgery. Additionally, the IFU states poor healing is also a known risk with use of dbs. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced impaired healing at the incision site and it was discovered by the physician that the implantable pulse generator (ipg) had eroded through the skin. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The patient was stable postoperatively. The explanted ipg will not be returned as it was retained by the medical facility.